Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 154369: 25 items manufactured and released on 29 december 2015. Expiration date: (B)(6) 2020. No anomalies found related to the problem. To date, 9 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.